Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow up high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead as well as noise. No pacing was seen, and when an x-ray was done abrasion was found at the subclavian region. A lead fracture was alleged as amplitudes values were fluctuating as well. The pacemaker was reprogrammed to pacing off. The lead remains implanted. No adverse patient effects were reported.